Event description:
Additional information was received from a company representative (rep) reporting that the cause of the inability to aspirate the catheter was that there were kinks and fractures in the catheter. A new 8784 was used in place of the proximal pump portion of the catheter. It was reported that there were no issues with the pump and that it was just electively switched out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 28-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that the patient stated their therapy never worked with multiple changes. The patient had a loss of therapy. It was reported the hcp did a catheter access port (cap) study and it was negative. Upon exploration of the catheter, multiple frays and fractures in the pump portion of the catheter were found. The catheter was replaced along with the pump as well. There were no known environmental/external/patient factors that may have caused or contributed to the event. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep and hcp did not know the cause of the catheter not being patient. The hcp had shut off the pump permanently due to the pump therapy not working for a patient before surgery. The rep asked to please update the report because the pump was not switched out electively, but had to be replaced because it was permanently shut down. The patient was not receiving therapy and the rep and hcp did not know this happened during normal use or a concrete date. The physician tried to manage the pump dose, but the patient still was not receiving therapy. The pump was shut down permanently. A surgical intervention was scheduled to replace the pump and further evaluate the catheter where they found kinks and fractures. The pump was not switched out electively, but was permanently shut down prior to sur gery so it needed to be replaced. It was reported that the patient now had a new functioning unit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the pump had not been returned. The doctor shut the pump off permanently after finding out that therapy was not working for a patient. He was not going to be managing the patient anymore, but patient was scheduled for catheter vision and new pump, as previously reported. The doctor agreed to see the patient a couple more times before he transfers the patient to a new management physician.